Manufacturer narrative:
The reported event was for a perforation. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ischemic ventricular tachycardia ablation procedure, a cardiac perforation occurred. Thirty minutes into mapping with the ablation catheter the intracardiac echocardiogram revealed an effusion. A pericardiocentesis was performed but the effusion continued so the perforation in the left ventricle was surgically repaired. The patient remained in critical condition and ventilator dependent. There was no performance issue with the ablation catheter.